Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. No physical damaged was found on the device. Functional testing found that water was leaking from the heating tube connection port on the main unit; confirming the complaint. In addition, traces of water leakage were confirmed at the bottom of the main unit's circulating water tank. Rot cause was attributed to o-ring deterioration. Also, the gasket of the circulating water tank deteriorated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replacement of o-ring and water tank cover/gasket. Device passed functional testing after the completed reapirs.

Event description:
It was reported that during patient use there was a water leak. Adverse patient effects are unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Phone number : (B)(6).